Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016, the customer tested and received readings of 57 mg/dl, 73 mg/dl, and 188 mg/dl. These readings were taken within 10 minutes of each other. On (B)(6) 2016, the customer tested and received readings of 75 mg/dl and 221 mg/dl. These readings were taken within 10 minutes of each other. On (B)(6) 2016, the customer tested and received readings of 46 mg/dl and 216 mg/dl. These readings were taken within 10 minutes of each other. No adverse event alleged. The meter is being returned and replaced.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.